Event description:
It was reported that there has been an increase of the unspecified bd needle popping out. The following information was provided by the initial reporter: we have recently seen an increase in our port needles ¿popping out¿. In some instances, it is because the needle was not long enough but in others the needle was the correct length.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that there has been an increase of the unspecified bd needle popping out. The following information was provided by the initial reporter: we have recently seen an increase in our port needles ¿popping out¿. In some instances, it is because the needle was not long enough but in others the needle was the correct length.